Event description:
It was reported that the user, new to the ilet system, attempted a first supply change, disconnected the ilet, and administered a subcutaneous dose of fast-acting insulin by pen when their blood glucose was 190 mg/dl; no device alerts or alarms were reported and the specific device component involved could not be identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and no clinical signs or conditions were documented after the event, with subsequent blood glucose noted at 99 mg/dl about two hours later. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information regarding a specific device problem or component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.